Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found no sharp damage or missing parts on the distal end cover, bending section cover glue, light guide lens or objective lens and nozzle. There were no signs of catching or restriction found with the device. The device passed the leak test. The exact cause of the patient outcome could not be determined as there were no investigation findings observed that would likely cause or contribute to the reported event.

Event description:
Olympus was informed that at the conclusion of a diagnostic colonoscopy procedure, the patient's rectum was scratched the physician noted that the non olympus hot biopsy forcep was extended out from the device and touching the patient's tissue. There was no bleeding observed as the biopsy sites were cauterized during extraction. The intended procedure was completed with no reported delay. The patient was admitted to the hospital for three days of observation and intravenous antibiotic therapy. The patient was then discharged home stable with oral antibiotics. Additionally, the user facility reported that there were no malfunctions noted with the device during the procedure. The video system center was inspected prior to the procedure and no anomalies were noted.